Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual examination of the device identified a leak in cylinder 1m attributed to wear at fold. Based on this observations, the reported allegation of hole/perforated is confirmed. The pump was not returned. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device identified that there was a leak in cylinder 1 attributed to fatigue and wear at fold in proximal cylinder body; hole and broken fabric treat in rear tip bond were present. There was no leak observer in cylinder 2. Functional testing showed that cylinder 2 performed within specifications. Cylinder 1 was not functionally tested due to the leak found in the visual examination. The pump was not returned for analysis. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to the pump investigation; however, a conclusion code of cause traced to component failure was assigned to the cylinders investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, he underwent a revision procedure of the device in which the physician identified a hole in the cylinder. The device was explanted and replaced. The cause of the hole in the cylinder was not elucidated by the hospital. After the procedure, the patient got better and remains stable.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, he underwent a revision procedure of the device in which the physician identified a hole in the cylinder. The device was explanted and replaced. The cause of the hole in the cylinder was not elucidated by the hospital. After the procedure, the patient got better and remains stable.